Event description:
It was reported that this right ventricular lead exhibited loss of capture and oversensing, also a lead perforation was previously observed. The patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6) 2021 - the lead was explanted. Therefore, it was added device explantation in the impact code description. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead exhibited loss of capture and oversensing, also a lead perforation was previously observed. The patient underwent a revision procedure, this lead was successfully repositioned. However, the evidence suggests that this lead was explanted due to exhibited high thresholds in the new location. Another lead was successfully placed. No additional adverse patient effects were reported.